Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with flail, prolapsed anterior leaflet and a restricted posterior leaflet. An ntw clip (20210r196) was advanced to the medial part of the valve. Leaflet grasping was difficult but the leaflets were ultimately grasped at a2/p2. The mr reduction was unsatisfactory and the decision was made to remove the clip. An xtw clip (20406r287) was successfully implanted at a2/p2. It was decided to implant a xt clip (20315r254) more medial to reduce the remaining jet. After a grasping attempt with the xt clip, the physician suspected a laceration of the anterior leaflet. It was not possible to grasp the anterior leaflet and the physician decided to remove the clip. The procedure ended with an mr grade of 3-4+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure (inability to grasp) appears to be related to the combination of patient anatomy (flail leaflet, prolapse anterior leaflet, and restricted posterior leaflet). The reported unspecified tissue injury was the cascading effects of the reported positioning failure. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.